Event description:
My dentist,(B)(6), instructed me to wear an nti-tss bite-guard for alleged night-time bruxism. She cited receding gums and wear to my tooth surfaces. She sold it to me in (B)(6) 2010. I was never given an informed consent to sign, did not know the risks of the device, nor of the existence of any informed consent waiver. After about 7 months of wearing it nightly, I awoke one night to find it missing from my mouth. I found it, split in two, resting on the nightstand. I could have easily choked to death on it in my sleep. I reported it to my dentist, who said I still needed a bite-guard and she would make me a thicker, wider one, still an nti. I trusted her and obeyed. Over time, I began to notice that my teeth had begun to feel like they did not fit properly together. I started to have difficulty tearing and chewing my food. My front incisors gradually moved such that they no longer meet unless I cross my bite. I went to my dentist, doctor (B)(6) in (B)(6) 2013 (doctor (B)(6) retired (B)(6) 2013 and (B)(6) bought her practice). I asked the dentist, "has my bite changed? It feels like it has. I can't tear things." Doctor (B)(6) said he would look in my record and asked his assistant if there was any evidence of history of "anterior open bite." I went home, (B)(6) this and nti and found that there has been complaints about this problem and at least one lawsuit. I am now faced with having to spend (B)(6) on corrective braces for 18-20 months, to make my teeth meet again so I may return to eating normally. I already had braces and headgear for 1.5 year in 1996, as a teenager. Therefore, this appliance has destroyed what my family spent (B)(6) for in 1996. This now necessary treatment plan is not affordable, nor convenient. Furthermore, I still will need to purchase a traditional night-time biteguard because as far as I know, bruxism is an ongoing issue for me, and that costs (B)(6). Ultimately this nti will have cost me at least (B)(6) in corrective procedures and wasted money.